Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd micro-fine ultra pen needle had a needle through the shield.

Manufacturer narrative:
Correction: this complaint was over-reported and is not a reportable event. Previous decision tree was reported as sterility breach. However, the complaint has been updated and the photographs prove that this is not a reportable complaint. The needle was through the inner shield, not the cap.

Event description:
It was reported that a bd micro-fine¿ ultra¿ pen needle had a needle through the shield.